Manufacturer narrative:
The lens was not returned for an evaluation. Only the lens case and some of the inner packaging components were returned inside the opened carton. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined for the reported complaint. The reported malfunction was not specified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported the intraocular lens was defective. Additional information has been requested.